Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified vessel. A 15mm x 3.00mm nc quantum apex balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured at 18 atmospheres (atms). The procedure was completed with another of the same device. No patient complications were reported.